Manufacturer narrative:
This event has been treated in leventon (B)(4), as an incidence ((B)(4)), by assessing both the defective unit and the records and samples corresponding to the involved batch number. The container of the dosi-fuser is designed in order to reduce the leakages from the container because the hole is allocated in the geometric center of the container. So, if some leakage is produced inside the container, in order to get out some liquid to the exterior from the container is needed, that this one is shaken. We understand that this is an isolate problem with a low probability to affect to the pt. We have found that the root cause of this random defect is that in some cases, the balloon introduced into the ultrasounds machine touch the metal walls of the machine and the energy is dissipated through it. It means that the two plastic pieces receive less energy than the needed to weld them properly. The welding, then is weak. The solution to this problem is to increase the internal diameter of the machine in order to reduce the probability that the balloon get in contact with the walls of the machine. So, every time, the energy will be concentrated into the proper location. We are evaluating to change the material of the balloon support in order to improve the concentration of the energy into the proper location, too. We have opened a corrective action ((B)(4)) in order to solve and monitor all the actions to solve this problem.

Event description:
Pt was hooked on (B)(6) 2011 and it was found on (B)(6) 2011, that there was leakage in the capsule. The balloon did not burst but there was liquid inside the capsule and there was white 5-fu (5-fluorouracil) crystallization formed around the rim. It leaked outside into the bag and on to the pt.